Manufacturer narrative:
Batch review performed on 29 august 2018. Lot 174411: (B)(4) items manufactured and released on 05 december 2017. Expiration date: 2022-11-26 no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Clinical evaluation performed by medical affairs manager on 24 august 2018. Postoperative femoral fracture, 2 weeks after primary cementless tha in a (B)(6) woman. The fracture may have occurred during walking re-education period of time when sudden movements on a weakened bone due to the normal intraoperative femoral preparation may cause such event. No reason to suspect that this event is due to a faulty device.

Event description:
The surgeon used anterior off table approach. The surgeon removed the quadra stem along with the ceramic head due to femur fracture occurred 2 weeks after primary. The stem was removed easily. The fracture was cabled and the surgeon cemented in a size 0, 44 offset xacta stem with a 36 -4 ceramic head.